Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, while taking a sample from inside the patient with the device, the handle broke. The brush was extended out of the catheter when the handle broke. The brush was unable to be retracted, so kelly forceps were used to pull the brush back into the sheath. The handle was then reattached to the brush, and this device was successfully used to complete the procedure. There was no damage to the device other than the broken handle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, while taking a sample from inside the patient with the device, the handle broke. The brush was extended out of the catheter when the handle broke. The brush was unable to be retracted, so kelly forceps were used to pull the brush back into the sheath. The handle was then reattached to the brush, and this device was successfully used to complete the procedure. There was no damage to the device other than the broken handle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event: brush failed to retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the brush was absent upon receipt, likely removed by the customer to obtain the sample. The working length of the device (extrusion and pull wire) was kinked and bent at multiple locations throughout. The distal end of the wire was bent; this bend appears to have occurred when the brush was removed for the sample. The handle cannula was bent and the orange thumb ring was detached from the handle cannula. Functional evaluation found that the handle cannula could not be retracted due to the bend in the pull wire at the tip. When the tip of the wire was straightened, the wire could be retracted by pulling the handle cannula using fingers; however, there was significant resistance due to the kinks in the working length. With the use of pliers, the pull wire could be retracted effortlessly. Review and analysis of all available information indicated the most probable root cause for this event was operational context, since some operational or anatomical aspect of the procedure could have caused the device to kink/bend. The working length kinks and bends would not allow the handle to retract the brush freely. Efforts to actuate the device can cause the handle cannula to bend and the thumb ring to detach from the handle cannula. Once the thumb ring detached and the handle cannula bent, retracting the brush would be difficult. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.